Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Customer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and was unsure when the container of strips was first opened. Customer performed back to back blood test, 188mg/dl and 200mg/dl fasting. Reviewed meter memory: 166mg/dl. (B)(6) 2015, 09:07 pm, fasting: no; 192mg/dl. (B)(6) 2015, 01:23 am, fasting: yes; 248mg/dl. (B)(6) 2015, 02:18 pm, fasting: yes; 163mg/dl. (B)(6) 2015, 08:52 pm, fasting: no; 180mg/dl. (B)(6) 2015, 04:17 pm, fasting: no. Customer's concern: 248mg/dl and 192mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate referenceinvestigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and was unsure when the container of strips was first opened. Customer performed back to back blood test, 188mg/dl and 200mg/dl fasting. (B)(6).